Manufacturer narrative:
Device analysis report attached. This report is submitted on november 27, 2023.

Manufacturer narrative:
This report is submitted on october 24, 2023.

Event description:
Per the clinic, the patient experienced a wound dehiscence resulting in the decision to explant the device. The device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.